Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing and high pacing impedance. The lead was explanted and replaced. There were no patient consequences.